Event description:
Used a pivo¿ needle-free blood collection device to draw blood, got the sample, went to use the clamp to take the device out, and the clamp broke. Blood continued to come out of the pivo device even after sample was received.